Event description:
It was reported that: "customer account (B)(6) had issue with item numbers v5-10316 and v5-10315 due to leaking. Associated complaints 3003898360-2025-00664 and 3003898360-2025-00665.".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record could not be performed as no lot# was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.